Event description:
Surgeon planned on a straight prosthesis, implanted a christensen-chase l-shaped prosthesis, which caused pain and swelling due to the impingement on the muscle; therefore, the surgeon removed and replaced with a straight prosthesis condyle.